Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential post-operative complication. The exact root cause was unable to be determined. The likely cause was determined to have been patient activity post-operatively resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/ lot # combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was involved an. The patient had an intervention of the coronary artery. Access was obtained on the right (rt) femoral artery. After the intervention a 6 fr angio-seal was used to close the rt femoral artery. No issues or bleeding noted at the time of discharge. Patient returned to the hospital on (B)(6) 2023 with no procedure performed. On (B)(6) 2023 the patient was admitted for a hematoma and a pseudoaneurysm. MRI revealed a 2.7cm x 3.1cm x 6cm pseudoaneurysm. Patient received blood but the amount was unknown. Patient remained in the hospital until (B)(6) 2023. Patient was doing well. The blood loss was less than 250cc's. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Manual compression. Patient received blood. Temporary injury, pain, affected area, right groin. Additional information was received on 16 aug 2023: the hematoma was squeezed out. The size of the hematoma was not given. No information was available on treatment of the pseudoaneurysm. No known issues with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with the deployment of the device. There were no concomitant products used. Unaware of multiple sticks. Unaware of any posterior sticks. The amount of packed red blood cells given was 1 unit. The blood loss was greater than 250 cc.